Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture on the right side diagnosed by ultrasound and confirmed at explant surgery. The device has been explanted and replaced.

Event description:
Physician reported rupture on the right side diagnosed by ultrasound and confirmed at explant surgery. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Postal code: (B)(6), phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed.

Event description:
Physician reported rupture on the right side diagnosed by ultrasound and confirmed at explant surgery. The device has been explanted and replaced with a non-allergan device.